Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised that they could continue using the pump and to report back if any malfunction code reappeared.